Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged after the implant procedure. A revision procedure was performed later the same day and the lead was explanted and a new lead was successfully implanted. No other adverse patient effects were reported.